Event description:
It was reported that this right atrial (ra) lead exhibited farfield oversensing of ventricular signals on the ra lead channel. It was also noted that there were crosstalk signals present of atrial signals on the ventricular channel. Technical services (ts) reviewed the reports and noted that reprogramming would not be possible as the amplitude of the farfield signals were too high. Ts recommended lead repositioning. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the patient will see the physician in-clinic. The lead remains in use. No adverse patient effects were reported.